Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: hospital received the dhs/dcs impactor broken in the original packaging.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
An internal investigation was conducted at synthes (B)(4). The broken article, in original packaging was received. The investigation has shown that the black plastic part is broken off at the connection to the bolt. The exact cause of failure cannot be clearly determined. Since these instruments are subjected to a final inspection, it may be assumed that the failure occurred during the transport.